Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. At 4:00 p.m. The laboratory result was 3.32 inr and at 4:27 p.m, the meter result was 2.4 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred.

Manufacturer narrative:
Retention test strips (lot 297790) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The returned test strips and vial showed no defect. The returned test strips were measured on reference meters with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The investigation of the customer material in comparison to retention material and comparable masterlot test strips did not show abnormalities. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.